Event description:
It was reported that the ventilator was giving a constant alarm upon powering up. There was no patient involvement. (B)(4).

Manufacturer narrative:
Further information surrounding the event has been sought. A supplemental medwatch will be submitted when the investigation is completed.

Manufacturer narrative:
It was stated that when the customer's biomed tech had replaced the dc/dc and standard connectors pc board and user interface control cable, he was getting a constant alarm upon power-up. He obtained new software cards and was later able to both reinstall and upgrade the system software successfully. No maquet service was requested by the customer, no device logs were received and no parts were returned. Therefore, no investigation has been performed.

Event description:
(B)(4).